Manufacturer narrative:
(B)(4). The initial manufacturer report stated patient involvement, injury, or medical intervention was unknown. This was incorrect and has been updated. The date of event on the initial manufacturer report was also incorrect and has been updated.

Event description:
The customer stated that there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "keypad issues," which was observed during evaluation as a delayed keypad response. It was found to be caused by a failing processor printed circuit board (pcb). The failed processor pcb was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had "keypad issues" which was clarified during baxter's evaluation as a delayed keypad response. Any patient involvement, injury or medical intervention is unknown.